Manufacturer narrative:
The physical controller was received for investigation, and the android log files were downloaded from the controller. Review of the android log files found no 12u bolus on the reported date of occurrence. A 12u bolus was not found to have been delivered in any audit log files. Inspection of all boluses delivered on the date of occurrence found evidence of interaction in order to confirm the boluses and initiate delivery. Review of the log files found no evidence of delivery of the reported 12u bolus. No evidence of an uncommanded bolus was observed in the available logs.

Manufacturer narrative:
The device, and/or user data logs have not been returned/received to date. If the device and/or user data logs are received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported unprogrammed bolus. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient received an unprogrammed bolus by their omnipod 5 personal diabetes manager. They proactively treated with juice and food for the unprogrammed insulin. Blood glucose was reported to be 120 mg/dl.